Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the "cable connector was damaged, with exposed wiring". The event occurred before surgery and there was no harm to the patient and no delay in the procedure as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On november 5, 2019, it was reported that the cable connector was damaged and exposing wires. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome by zimmer biomet australia on november 5, 2019 revealed that the end of the connector fell apart and were returned in a bag with the device. The customer did not return a power supply for evaluation. Product review of the electric dermatome by zimmer biomet taiwan on november 21, 2019 revealed that the motor speed could not be tested due to the connector being apart. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet taiwan on november 22, 2019 which included replacement of the motor, switch, bearings, o-ring, seal, reciprocating arm, external e-ring, and plug harness assembly. Electric dermatome, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome had a broken connector at the plug harness assembly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the motor, switch, bearings o-ring, seal, reciprocating arm, external e-ring, and plug harness assembly were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.